Manufacturer narrative:
One used sample was returned for evaluation. Visual inspection did not detect any obvious defects. Functional testing was performed by inflating the pilot balloon with a syringe and fully submerging under water. Bubbles were immediately observed coming from the bonded area between the one side connector and the pilot balloon. A walk through of the manufacturing floor was performed a quality engineer. After the walk through one of the nils machines was found to not have an air system to dry the tetra hydro furane of the valve and pilot balloon joint. This condition may affect the tetra hydro furane drying, which generates the leaking. Actions were taken to assure the quality of the product. These actions included taking 300 inflation lines from the line and inspecting visually at nils production floor in order to find an issue related to the reported event. No issues were detected. Another 300 inflation lines were taken from the line at the tracheostomy product floor to assure that the material is in good condition. Again, no issues were detected. Corrective action was issued on (B)(6) 2015 to follow up on the investigation activities and corrective action plan that relates to this issue. The reporter of this event did not provide information regarding if the unit was leak checked prior to use. The most probably root cause of the reported event is that the nils machine did not have the air system to dry the tetra hydro furane of the valve and pilot balloon joint. This then potentially caused the leak between the valve and pilot balloon due to the lack of drying of the tetra hydro furane.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported the tracheostomy tube was in use with a patient for 3-4 days when the cuff pressure was found decreasing. No incident related medical sequela was reported.